Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized with diabetic ketoacidosis (dka). The patient¿s blood glucose level went high (exact results were not specified) after wearing the pod between 4 and 24 hours on an unspecified site. The patient reported that the ¿pinch was not as strong as she is used to¿ when she first applied the pod. Symptoms reported include vomiting and shaking. The patient was treated with insulin (unspecified route) and potassium (unspecified route). The pod was removed at the hospital and when removed the cannula was bent and, on an angle, she doesn¿t think it had gone into the skin. The patient was discharged from the hospital on (B)(6) 2024.